Event description:
In 2005, the lay reporter, the lay pt's in-law, contacted lifescan alleging that the pt's one touch ultra meter was reading inaccurately erratic and high. The pt obtained a result of 11.2 mmol/l on the reported meter and immediately retested with a sample from the same finger stick; the retest result was 14.8 mmol/l. The pt also tested a few days before, obtaining results of 22 and 26 mmol/l compared to a result obtained on a neighbor's meter of 16 mmol/l. One week ago the pt obtained a result of 6.8 mmol/l on the reported meter before dinner; so, the pt took her usual dose of 10 units of insulin and immediately started feeling weakness, dizziness, shivering, blurred vision, and numbness on one side of her body then on the other side also. The reporter tested the pt with the meter while she was symptomatic and obtained a result of 4.2 mmol/l. The reporter gave the pt a spoon of honey and dinner to eat. After eating, a meter result of 4.8 mmol/l was obtained. The customer service agent (csa) walked the reporter through 2, consecutive control solution tests; the results of 7.7 and 7.9 mmol/l fell outside of the control solution range of 5.4 to 7.3 mmol/l. The meter and test strips were replaced. The complaint is reported as an adverse event because the pt may have taken an inappropriate high dose of insulin based on the meter reading and as a result, suffered symptoms of hypoglycemia requiring intervention.